Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: h6- health effect impact code: f2203 visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: deformation observed. Creases were observed. It is not possible to determine the lot number or catalog through the photos provided the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported capsular contracture - baker grade unknown. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed. Deformation observed. Wear abrasion observed. Red particles on the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Physician reported, capsular contracture, baker grade unknown. Device has been explanted and replaced. This relates to the left side.